Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient¿s body rejected the implant and they were partially paralyzed. The physician noted no issues during the implant procedure. Nevro attempted to obtain additional information regarding the nature of the issue, but none was available. The device was removed and the patient is recovering with physical therapy.